Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, it was observed that there was a gap between the acoustic lens and ultrasound probe. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a gap in the adhesive between the acoustic lens and ultrasound probe. This finding was due to wear and tear damage with mishandling or increased use over time. Upon further inspection, it was observed that the grip was deformed. It was also observed that water tightness was lost due to damage on the channel tube. It was observed that the adhesive on the bending section cover had wear. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.